Manufacturer narrative:
Section a2, a3, a3b, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section d4: model number: a complete model number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section h4: device manufacture date: unknown as serial number was not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Has context menu.

Event description:
It was reported by the surgeon that five of the 15 cases of the preloaded intraocular lenses (iol) had a white fuzz on the haptics and/or on the optic edge. It looked as through the lens cut was incomplete or there was something wrong with the lens case or the plunger during loading. From additional information it was learnt that the dib00s lenses were all implanted, upon implantation the surgeon noticed white fuzz around the haptics and optic haptic junction. The lenses all remained implanted in the eye. No other information is available. This report is 1 of 5 cases. Separate reports are being submitted for other 4 cases.